Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when detaching the lung lobe tissue in a video-assisted thoracoscopic surgery (vats) lobectomy, the loading of the device was not smooth. The device did not fire as well. To resolve the issue, a new reload was used. There was no patient injury.